Event description:
On (B)(6) 2023, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that during tubing placement, the patient experienced a bowel perforation between the stomach and the intestine. It was reported that the perforation was repaired, and pegj tubing was placed. It was reported that the patient was transferred to the ICU following tubing placement. On an unknown date, the patient was discharged from the hospital. It was reported that the patient has not started duodopa therapy yet.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Bowel perforation is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.